Event description:
User facility medwatch report (mw5119991) received that states "perclose failure, md reports it was due to device not pt's anatomy. Device taken downstairs to risk management offices. A separate perclose device was used to close artery and hemostasis was achieved." Additional information was obtained, which revealed that a venotomy closure of the right femoral vein was attempted using a prostyle device after an interventional pacemaker implantation procedure with a 23f sheath. Reportedly the device failed to catch [cuff miss / suture-retrieval issue]. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6:medical device problem code 1494 clarifier - indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: user facility medwatch report #mw5119991.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that this was a venotomy closure of the right femoral vein using a prostyle device after an interventional procedure with a 23f sheath. It should be noted that the prostyle instructions for use states: for venous sheath sizes greater than 14f, at least two devices and the pre-close technique are required. In this case, the absence of pre-close technique would not contribute to a needle to cuff miss. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.